Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully reloaded the initial cartridge following the proper technique provided by technical support, and was able to resume insulin therapy, resolving the issue.